Manufacturer narrative:
A follow up was performed with the key market (km), and the responder specified that the oxygen tube interface was leaking. After the hospital's equipment department replaced the oxygen tube interface, the device resumed to normal use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a gas leak. The device was in clinical use when the issue occurred; the patient was moved to a different v60 ventilator. No patient or user harm reported. The customer reported that a gas leak was discovered at the oxygen connector during treatment, manifested by an abnormal airflow sounds and fluctuations in oxygen concentration (monitoring values dropped from the preset 60% to 45%). This investigation is ongoing.